Manufacturer narrative:
Concomitant products: product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3387s-40, lot # v353787, implanted: (B)(6) 2011, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the cause of the event was determined and it was device related. The patient did experience a loss of therapeutic effect and stimulation. Attempts at reprogramming were made. The implantable neurostimulator (ins) battery was down and needed a replacement. A replacement had been scheduled and the patient had recovered without permanent impairment.

Event description:
It was reported that the patient's stimulation felt like it was off since the day prior to the report. It was also noted that the programmer would not communicate with the implant. The programmer would light solid green by the 9 volt battery light, but not by the implantable neurostimulator (ins) light. It was noted that the patient saw their doctor every 1-4 months for adjustments to optimize their therapy, and the doctor did not mention anything to the patient about the battery being low at the last visit. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.